Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the strike plate of the tray/bearing impactor broke off during a reverse total shoulder arthoplasty. No impact to the surgery or the patient was noted.

Manufacturer narrative:
The complaint is confirmed based on the complaint sample that was returned. Visual inspection of the returned device shows the strike plate fractured at the thread and the broken portion remained in the handle. The device showed signs of normal use. Hardness test was performed and found to be conforming. Device history record review shows no deviations or anomalies. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.